Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: 1 unit of lot number c2011613 of echo-1-22 was returned for evaluation. The device related to this occurrence underwent a laboratory evaluation on 22 january 2024. The lab and lab attendance can be viewed in the ¿returned product ¿ notes¿ section. On evaluation of the devices the following observations were made: stylet cap not returned, kink observed below sheath extender, distal end of needle examined, and no issue observed, sheath extender able to retract fully but unable to pass kink below sheath extender, needle handle fully advanced at position 8, needle handle retracted with difficulty, attempted to retract stylet wire from device but unable to. An image was provided to support the complaint investigation which shows a proximal kink below sheath extender and the stylet cap missing. Manufacturing records: prior to distribution, all echo-1-22 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-1-22 of lot number c2011613 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review: n/a. Root cause analysis: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to difficulties user might have experienced gaining access to the target site and device potentially being used in a flexed or twisted position during the procedure resulting in the proximal kink below sheath extender. Excessive pressure that may be applied to retract the needle could potentially cause the stylet cap to be broken off. Based on the image provided and customer/ rep testimony it is know that the stylet cap was broken off before returning to cirl. ¿stylet is broken as attached image. Customer mentioned there should be a blue cap on the stylet, the broken part under cap was not kept.¿. Summary: complaint is confirmed based on visual and/or functional inspection. No patient outcome information was shared. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 19-jun-2024.

Manufacturer narrative:
PMA/510(k) # k083330. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User advanced needle through endoscopy to conduct biopsy while found out the needle broken. User changed to another needle to continue the procedure and completed the biopsy. Updated on 1 nov 2023 tp. 1.are images of the device or procedure available? No. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? No. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. 5. If the device is a procore needle, is the device damage located at the notch / core trap? Echo-1-22. If no, please specify where the damage is located: _____________________ procore. 6. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pancreas. A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. B. 2r 2l 4r ao ar 11ri 11s. 7. Please describe the size of the intended target site. Unknown. 8. If not with the device in question, how was the procedure performed and/or finished? With another same device to complete the procedure. 9. Was the device used in a tortuous position? No. 10. Are images of the device or procedure available? No. 11. Was it damaged in packaging before removal? No. 12. Was it damaged on removal from packaging? No. 13. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 14. What is the endoscope manufacturer and model number that was used? No. 15. Was force required on insertion of device into scope? No. 16. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Unknown. 17. Was difficulty experienced while retracting the needle? Unknown. 18. Was the syringe used during the procedure, after the stylet was removed? Unknown. 19. Was the needle able to be fully retracted before removing from the patient? Unknown. 20. Was gaining access to the targeted site difficult? Unknown. 21. Was the endoscope in a flexed or twisted position at any time during the procedure? Unknown. 22. Was needle penetration of the targeted site difficult? No. 23. Was the stylet partially removed prior to advancement of needle? Yes. 24. How many biopsies/passes were obtained with use of this needle? Unknown. 25. Did any section of the device detach inside the patient? No. 26. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No. 27. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. 28. Was there difficulty in attachment / detachment of the leur to the scope? Unknown. 29. If the device is procore and it is kinked distally, is the kink at the notch / core trap? Unknown. Procore. 30. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? Unknown. 31. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? Unknown. 32. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No. 33. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? No. Ebus.